Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted supplemental information received on (B)(6) 2020. This information should have been contained within follow up 2 submitted on (B)(6) 2020. The capsular contracture occurred on the right side. The lot (7576362) and serial (B)(6) numbers have been updated appropriately. A manufacturing record evaluation was performed for the finished device number 7576362, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 215cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. As a result, surgery to relieve the capsular contracture is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on september 9, 2020. The explant was rescheduled to (B)(6) 2020. Additional information was received on september 14, 2020. The capsular contracture was baker grade IV. The capsular contracture caused device displacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on october 12, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 7466985 , and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 6, 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).